Event description:
A malfunction on the pump was reported by the caller; however, it did not result in any adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. Customer was informed to continue using the pump and contact technical support if the malfunction reoccurred, which the caller acknowledged and understood.